Event description:
On (B)(6) 2013, it was reported that the patient thinks her infusion device does not deliver enough insulin. The night of (B)(6) 2013, her blood glucose level was elevated to 567 mg/dl. She made a correction with the infusion device and her blood glucose level went down to 443 mg/dl. The next morning her blood glucose level was still elevated and the patient corrected it via insulin injections. The patient no longer has confidence in the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.